Manufacturer narrative:
(B)(4). The customer report of a separated extension line was confirmed by visual examination of the customer supplied photo. The distal extension line contained a small hole adjacent to the luer hub. A device history record review was performed , and no relevant findings were identified. A CAPA was initiated to further investigate the trend in complaints for PICC line extension leaks. The root cause has been identified as manufacturing-assembly related.

Event description:
Customer comments "the PICC broke at the connection between the hub and the clear extension".